Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. A63345/ b97498; a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, gerd, peripheral edema and allergic rhinitis. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and abdominal pain lower ("cramping"). In 2015, the patient experienced abdominal distension ("abdominal protuberance"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), headache ("headache"), arthralgia ("knee pain / joint pain") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache and arthralgia outcome was unknown, the abdominal pain and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, incontinence, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilaterally occluded fallopian tubes (B)(6) 2015, ultrasound pelvis:uterus: measures 9.2 x 4.1 x 4.3 cm and is normal in position. The endometrium is 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm . Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015 . Lot number: b97498 manufacture date: 02-feb-2013 expiration date: 31-feb-2016 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: medical record received: lab data and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. A63345,b97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and abdominal pain lower ("cramping"). In 2015, the patient experienced abdominal distension ("abdominal protuberance"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea and dyspareunia outcome was unknown, the abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: palntiif had taken sudafed and allergy pill daily, nasal spray diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New information provided: reporter, patient demographic information, lab data, essure indication, lot number, concomitant product. New events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines/headaches, dental problems, abdominal pain, fatigue, weight gain, diarrhea, abdominal protuberance, hair loss, cramping, and fallopian tube spasm and dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. A63345, b97498, a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, gerd, peripheral edema and allergic rhinitis. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and abdominal pain lower ("cramping"). In 2015, the patient experienced abdominal distension ("abdominal protuberance"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), headache ("headache"), arthralgia ("knee pain / joint pain") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache and arthralgia outcome was unknown, the abdominal pain and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, incontinence, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilaterally occluded fallopian tubes (B)(6) 2015, ultrasound pelvis:uterus: measures 9.2 x 4.1 x 4.3 cm and is normal in position. The endometrium is 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm lot number: a63345: manufacture date: oct-2012, expiration date: oct-2015 . Lot number: b97498: manufacture date: 02-dec-2013, expiration date: 31-dec-2016. Lot number: a63346: man date: 2012-10, exp date: 31-oct-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. A63345,b97498,a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, peripheral edema and allergic rhinitis. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole since 2009 and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping") and headache ("headache"). In 2015, the patient experienced abdominal distension ("abdominal protuberance "). On an unknown date, the patient experienced dental caries ("dental problems caviis / felling's"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("knee pain / joint pain"), incontinence ("incontinence"), depression ("less depressed") and energy increased ("I have more energy") and was found to have weight decreased ("I have lost a little weight"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dental caries, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache, arthralgia, weight decreased, depression and energy increased outcome was unknown, the abdominal pain and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, energy increased, fallopian tube spasm, fatigue, headache, incontinence, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: bilaterally occluded fallopian tubes. Ultrasound pelvis - on (B)(6) 2015: measures 9.2 x 4.1 x 4.3 cm and was normal in position. The endometrium was 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm. Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015. Lot number: b97498 manufacture date: 02-dec-2013 expiration date: 31-dec-2016. Lot number: a63346 man date: 2012-10 exp date: 31-oct-2015. Concerning the injuries reported in this case, the following one were reported via social media: weight loss, energy increased, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received;- reporter information was added. New event added weight loss, energy increased, depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. A63345,b97498,a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, peripheral edema, allergic rhinitis and asthma. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole since 2009, ondansetron (zofran) and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy, painful periods"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ I rapidly gained weight while I was ill"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping") and headache ("headache"). In 2015, the patient experienced abdominal distension ("abdominal protuberance/ my belly seems bloated/ bloated abdomen"). On an unknown date, the patient experienced dental caries ("dental problems caviis / fellings. /cavities"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea/ heavy, painful periods"), dyspareunia ("dyspareunia"), arthralgia ("knee pain / joint pain/ painful joints (knees)"), incontinence ("incontinence"), depression ("less depressed"), energy increased ("I have more energy"), hypersensitivity ("I always have allergy problems"), lymphadenopathy ("my lymph nodes became enlarged/ very sick-swollen glands"), back pain ("I had the back pain that went through to my boob also"), breast pain ("I had the back pain that went through to my boob also"), asthma ("my asthma got worse after I got essure"), chest pain ("the more stressed I became, the more I had chest and back pain"), pruritus ("itchy all over"), visual impairment ("worsening eyesight") and feeling abnormal ("brain fog") and was found to have weight decreased ("I have lost a little weight"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dental caries, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache, weight decreased, depression, energy increased, hypersensitivity, lymphadenopathy, back pain, breast pain, asthma, chest pain, pruritus, visual impairment and feeling abnormal outcome was unknown, the abdominal pain, arthralgia and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthma, back pain, bladder disorder, breast pain, chest pain, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, energy increased, fallopian tube spasm, fatigue, feeling abnormal, headache, hypersensitivity, incontinence, lymphadenopathy, menorrhagia, migraine, pelvic pain, pruritus, urinary tract disorder, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Healthcare provider told the plaintiff that both tubes were blocked diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: bilaterally occluded fallopian tubes. Ultrasound pelvis - on (B)(6) 2015: measures 9.2 x 4.1 x 4.3 cm and was normal in position. The endometrium was 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm. Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015. Lot number: b97498 manufacture date: 02-dec-2013 expiration date: 31-dec-2016. Lot number: a63346 man date: 2012-10 exp date: 31-oct-2015. Concerning the injuries reported in this case, the following one were reported via social media: weight loss, energy increased, depression, hypersensitivity, lymphadenopathy, breast pain, chest pain, asthma, pruritus, visual impairment, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet and social media received : events added- hypersensitivity, lymphadenopathy, breast pain, chest pain, asthma, pruritus, visual impairment, feeling abnormal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. A63345/ b97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and abdominal pain lower ("cramping"). In 2015, the patient experienced abdominal distension ("abdominal protuberance"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), headache ("headache"), arthralgia ("knee pain / joint pain") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache and arthralgia outcome was unknown, the abdominal pain and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, incontinence, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015 . Lot number: b97498 manufacture date: 02-feb-2013 expiration date: 31-feb-2016 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. A63345,b97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and abdominal pain lower ("cramping"). In 2015, the patient experienced abdominal distension ("abdominal protuberance"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), headache ("headache"), arthralgia ("knee pain / joint pain") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache and arthralgia outcome was unknown, the abdominal pain and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, incontinence, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: palntiif had taken sudafed and allergy pill daily, nasal spray diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "headache, knee pain/ joint pain, incontinence" concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. A63345,b97498,a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, peripheral edema, allergic rhinitis and asthma. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole since 2009, ondansetron (zofran) and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy, painful periods"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ I rapidly gained weight while I was ill"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping") and headache ("headache"). In 2015, the patient experienced abdominal distension ("abdominal protuberance/ my belly seems bloated/ bloated abdomen"). On an unknown date, the patient experienced dental caries ("dental problems caviis / fellings. /cavities"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea/ heavy, painful periods"), dyspareunia ("dyspareunia"), arthralgia ("knee pain / joint pain/ painful joints (knees)"), incontinence ("incontinence"), depression ("less depressed"), energy increased ("I have more energy"), hypersensitivity ("I always have allergy problems"), lymphadenopathy ("my lymph nodes became enlarged/ very sick-swollen glands"), back pain ("I had the back pain that went through to my boob also"), breast pain ("I had the back pain that went through to my boob also"), asthma ("my asthma got worse after I got essure"), chest pain ("the more stressed I became, the more I had chest and back pain"), pruritus ("itchy all over"), visual impairment ("worsening eyesight"), feeling abnormal ("brain fog"), sinusitis ("sinus infection"), haematochezia ("blood in my stool") and cyst ("found the cyst") and was found to have weight decreased ("I have lost a little weight"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dental caries, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache, weight decreased, depression, energy increased, hypersensitivity, lymphadenopathy, back pain, breast pain, asthma, chest pain, pruritus, visual impairment, feeling abnormal, sinusitis, haematochezia and cyst outcome was unknown, the abdominal pain, arthralgia and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthma, back pain, bladder disorder, breast pain, chest pain, cyst, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, energy increased, fallopian tube spasm, fatigue, feeling abnormal, haematochezia, headache, hypersensitivity, incontinence, lymphadenopathy, menorrhagia, migraine, pelvic pain, pruritus, sinusitis, urinary tract disorder, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Healthcare provider told the plaintiff that both tubes were blocked diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: bilaterally occluded fallopian tubes. Ultrasound pelvis - on (B)(6) 2015: measures 9.2 x 4.1 x 4.3 cm and was normal in position. The endometrium was 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm. Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015. Lot number: b97498 manufacture date: 02-dec-2013 expiration date: 31-dec-2016. Lot number: a63346 man date: 2012-10 exp date: 31-oct-2015. Concerning the injuries reported in this case, the following one were reported via social media: weight loss, energy increased, depression, hypersensitivity, lymphadenopathy, breast pain, chest pain, asthma, pruritus, visual impairment, feeling abnormal, haematochezia and cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new event blood I my stool and found the cyst were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. A63345,b97498,a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, peripheral edema, allergic rhinitis and asthma. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole since 2009, ondansetron (zofran) and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy, painful periods"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ I rapidly gained weight while I was ill"). In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping") and headache ("headache"). In 2015, the patient experienced abdominal distension ("abdominal protuberance/ my belly seems bloated/ bloated abdomen"). On an unknown date, the patient experienced dental caries ("dental problems caviis / fellings. /cavities"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea/ heavy, painful periods"), dyspareunia ("dyspareunia"), arthralgia ("knee pain / joint pain/ painful joints (knees)"), incontinence ("incontinence"), depression ("less depressed"), energy increased ("I have more energy"), hypersensitivity ("I always have allergy problems"), lymphadenopathy ("my lymph nodes became enlarged/ very sick-swollen glands"), back pain ("I had the back pain that went through to my boob also"), breast pain ("I had the back pain that went through to my boob also"), asthma ("my asthma got worse after I got essure"), chest pain ("the more stressed I became, the more I had chest and back pain"), pruritus ("itchy all over"), visual impairment ("worsening eyesight"), feeling abnormal ("brain fog"), sinusitis ("sinus infection"), haematochezia ("blood in my stool") and renal cyst ("cyst on kidney") and was found to have weight decreased ("I have lost a little weight"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dental caries, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache, weight decreased, depression, energy increased, hypersensitivity, lymphadenopathy, back pain, breast pain, asthma, chest pain, pruritus, visual impairment, feeling abnormal, sinusitis, haematochezia and renal cyst outcome was unknown, the abdominal pain, arthralgia and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthma, back pain, bladder disorder, breast pain, chest pain, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, energy increased, fallopian tube spasm, fatigue, feeling abnormal, haematochezia, headache, hypersensitivity, incontinence, lymphadenopathy, menorrhagia, migraine, pelvic pain, pruritus, renal cyst, sinusitis, urinary tract disorder, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Healthcare provider told the plaintiff that both tubes were blocked diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: bilaterally occluded fallopian tubes. Ultrasound pelvis - on (B)(6) 2015: measures 9.2 x 4.1 x 4.3 cm and was normal in position. The endometrium was 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm. Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015 . Lot number: b97498 manufacture date: 02-dec-2013 expiration date: 31-dec-2016. Lot number: a63346 man date: 2012-10 exp date: 31-oct-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: previous event cyst was updated to - cyst of kidney, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. A63345,b97498,a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, peripheral edema, allergic rhinitis and asthma. Concurrent conditions included body mass index normal, sickness, endometrial biopsy and cervicitis cystic. Concomitant products included cetirizine hydrochloride, fluticasone, omeprazole since 2009, ondansetron (zofran) and pseudoephedrine hydrochloride. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy, painful periods"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ I rapidly gained weight while I was ill"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping") and headache ("headache"). In 2015, the patient experienced abdominal distension ("abdominal protuberance/ my belly seems bloated/ bloated abdomen"). On an unknown date, the patient experienced dental caries ("dental problems caviis / fellings. /cavities"), alopecia ("hair loss"), fallopian tube spasm ("fallopian tube spasm"), dysmenorrhoea ("dysmenorrhea/ heavy, painful periods"), dyspareunia ("dyspareunia"), arthralgia ("knee pain / joint pain/ painful joints (knees)"), incontinence ("incontinence"), depression ("less depressed"), energy increased ("I have more energy"), hypersensitivity ("I always have allergy problems"), lymphadenopathy ("my lymph nodes became enlarged/ very sick-swollen glands"), back pain ("I had the back pain that went through to my boob also"), breast pain ("I had the back pain that went through to my boob also"), asthma ("my asthma got worse after I got essure"), chest pain ("the more stressed I became, the more I had chest and back pain"), pruritus ("itchy all over"), visual impairment ("worsening eyesight"), feeling abnormal ("brain fog") and sinusitis ("sinus infection") and was found to have weight decreased ("I have lost a little weight"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dental caries, fatigue, weight increased, diarrhoea, abdominal distension, abdominal pain lower, fallopian tube spasm, dysmenorrhoea, dyspareunia, headache, weight decreased, depression, energy increased, hypersensitivity, lymphadenopathy, back pain, breast pain, asthma, chest pain, pruritus, visual impairment, feeling abnormal and sinusitis outcome was unknown, the abdominal pain, arthralgia and incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthma, back pain, bladder disorder, breast pain, chest pain, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, energy increased, fallopian tube spasm, fatigue, feeling abnormal, headache, hypersensitivity, incontinence, lymphadenopathy, menorrhagia, migraine, pelvic pain, pruritus, sinusitis, urinary tract disorder, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff had taken sudafed and allergy pill daily, nasal spray presented for 4 week postoperative check up after lavh. No bleeding or pain. Healthcare provider told the plaintiff that both tubes were blocked diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: bilaterally occluded fallopian tubes. Ultrasound pelvis - on (B)(6) 2015: measures 9.2 x 4.1 x 4.3 cm and was normal in position. The endometrium was 13mm thick. Right ovary measures 2.6 x 2.5 x 2.6 cm left ovary: measures 2.5 x 2.3 x 2.7 cm. Lot number: a63345 manufacture date: oct-2012 expiration date: oct-2015 lot number: b97498 manufacture date: 02-dec-2013 expiration date: 31-dec-2016 lot number: a63346 man date: 2012-10 exp date: 31-oct-2015. Concerning the injuries reported in this case, the following one were reported via social media: weight loss, energy increased, depression, hypersensitivity, lymphadenopathy, breast pain, chest pain, asthma, pruritus, visual impairment, feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : events added- sinus infection. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.